Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The preoperative diagnosis was menometrorrhagia, chronic pelvic pain, stress urinary incontinence, and uterine prolapse. The postoperative diagnosis was menometrorrhagia, chronic pelvic pain, stress urinary incontinence, uterine prolapse, and significant rectocele. The procedure performed was a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, transobturator tape bladder neck sling and posterior repair with mesh placement and iliococcygeus vault suspension.

Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient was implanted with a mesh device. After the pelvic mesh device was implanted, the patient began to experience severe complications related to the implant, including but not limited to extreme pain, discomfort, urinary problems, dyspareunia an upon information and believe underwent multiple corrective surgeries to remove or revise part of the pelvic mesh device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.